Event description:
Customer reports pc shows overvoltage usb message. Otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle.

Manufacturer narrative:
Update (B)(6) 2020 follow up 004 (reference to complaint (B)(4). Capa004844 has been generated and currently at CAPA plan status. Corrective action plan: post market record, to be updated to include 1081 aurical aud. Update 1081 risk analysis document if necessary, to include risk of lost usb connection due to component failure. Preventive action plan: no preventive action plan - the final root cause conclusion from complaint investigation report and the jabra investigation is that the root cause cannot be found, based on the available information. Root cause has not been determined. Based on investigation results (ref. (B)(4)), no further complaints reported and patient/user risk determined as far as possible, no further investigation will be performed. Effectivity check plan to be carried out on capa004844.

Event description:
Customer reports pc shows overvoltage usb message. Otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle.

Manufacturer narrative:
Update 11 june 20 follow up 001 (reference to complaint (B)(4)) part 8-04-14500 was incorrectly referenced in the initial report. This follow up report now gives reference to the affected part 8-62-41503. (B)(4) has been generated to investigate this issue further. A pre-investigation has been initiated from engineering by analyzing ras file. Defective device has been requested to be returned for further investigation. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Customer reports pc shows overvoltage usb message. Otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle. No patient injury.

Manufacturer narrative:
Update 27 nov 2020 follow up 005 (complaint (B)(4). Capa004844 was generated and is currently at CAPA plan. Post market record (B)(4) rev 02 has been updated to include 1081 aurical aud. Investigation findings: complaint investigation report (B)(4) rev b was completed. Probable root cause: based on four cases, we believe that at some point, either u17 or u20 (isolated voltage regulator), fails and then outputs more than 5v. This extensive voltage can then cause a failure of other components. In case the user has otoair on usb_1, failure of u17 can damage this component, and while it is damaged, it generates a heat and causes the shell of otoair to deform. Similarly, in case the otoair is on usb_2 or usb_3 and u20 fails, that again can cause damage to otoair. In the case of u17 breaks, it will cause damage to the main circuit of aud. In any of the situations, since there is a short circuit, the thermistor blocks the current and the whole device becomes defective. U17 and u20 generate a lot of heat while they are working, even in idle state. The design of the aud housing is so that it allows almost no air circulation, and consequently the ambient temperature around these components gets elevated. We believe that the elevated heat can cause these two components to get defect before their expected lifetime. The defect aud devices are however all from 2012, which means that they have had a lifetime of 8 years, which is beyond the specified lifetime of 5 years for the aurical aud device. CAPA plan and actions to be reviewed and approved.

Event description:
Customer reports pc shows overvoltage usb message. Otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle.

Manufacturer narrative:
20 january 2021 (follow up 006) (ref natus complaint# (B)(4)). (B)(4) complaint investigation report has been released and states the following: root cause/probable root cause: based on four cases, we believe that at some point, either u17 or u20 (isolated voltage regulator), fails and then outputs more than 5v. This extensive voltage can then cause a failure of other components. In case the user has otoair on usb_1, failure of u17 can damage this component, and while it is damaged, it generates a heat and causes the shell of otoair to deform. Similarly, in case the otoair is on usb_2 or usb_3 and u20 fails, that again can cause damage to otoair. In the case of u17 breaks, it will cause damage to the main circuit of aud. In any of the situations, since there is a short circuit, the thermistor blocks the current and the whole device becomes defective. U17 and u20 generate a lot of heat while they are working, even in idle state. The design of the aud housing is so that it allows almost no air circulation, and consequently the ambient temperature around these components gets elevated. We believe that the elevated heat can cause these two components to get defect before their expected lifetime. The defect aud devices are however all from 2012, which means that they have had a lifetime of 8 years, which is beyond the specified lifetime of 5 years for the aurical aud device. Recommended actions: no recommended actions now. If a major redesign of the device hardware done in the future, it is recommended to replace the present isolated voltage regulators, u17 and u20 with a type with lower idle power consumption. Risk assessment/health hazard evaluatin - post market record doc-046429 rev 02 has been updated to include 1081 aurical aud. 1081 risk analysis document (B)(4) has been updated to include hazard ID 5.41 with reference to risk of lost usb connection due to component failure. Based on the risk evaluation it determines the overall risk to be minor and the age of the associated devices which has shown to be beyond the specified product lifetime of the aurical aud device, it was recommended that this CAPA is closed with no corrective/preventive actions. Complaints with similar symptom/failure mode will be monitored and processed as per qms-000050 complaint handling procedure.

Event description:
Customer reports pc shows overvoltage usb message. Otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle.

Manufacturer narrative:
Update 08 july 2020. Investigation and findings: the defective device was returned and the following was noted post investigation: the problem does not seem to be related to u1 (bluecore) or u11 (transceiver) nor the capacitors connected to the vdd_3v3 network. The device used 5.3 ma when connected to 5v on vbus and did not get warm. There was no voltage on the output of the 3v3 ldo (u3). The vdd_3v3 net (3.3 vdc power supply to electronic circuit) seems to be "shorted". It has been measured 500 - 1k ohms resistance to gnd. Root cause has not yet been determined.

Manufacturer narrative:
Update 06 aug 2020 follow up 003 (reference to complaint (B)(4)) investigation and findings: risk management file review the current risk file (7-38-00143) identified 10.19- inadequate design, [voltage dips/ short interrupts/voltage variations affect the mains input to the power supply unit.] Harm - patient hearing loss or tinnitus, wrong patient diagnoses leading to additional examinations cause- inadequate design, [voltage dips/ short interrupts/voltage variations affect the mains input to the power supply unit.] Severity- low (3) risk level- minor (3) the hazards identified have been reviewed and no design control measure are identified. Residual risk for these hazards is associated with inherent safety by design combined with insufficient instruction and user interaction. Where relevant appropriate information is provided. This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed documentation related to the part was reviewed and product passed all tests according to the contracted manufacturer. A search for service data that may be relevant to this issue has been conducted. No further information related to this issue found. Capa004844 has been generated to investigate further. The root cause conclusion from complaint investigation report and the jabra investigation is that the root cause cannot be found, based on the available information. Review of further investigations before reaching final conclusion.

Event description:
Customer reports pc shows overvoltage usb message. Otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle.

Manufacturer narrative:
Awaiting return of the device, and investigation to be carried out. Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not provided. Relevant tests / laboratory data - this is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this is not applicable as no patient injury occurred. Suspect products - not applicable. Lot # - this is not applicable as the medical device does not have a lot number. Expiration date (dd-mmm-yyyy) information not available at the time of this report. Unique identifier (UDI) # information not available at the time of this report. If implanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. Reprocessor name and address - this is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. PMA/510(k) - this device is exempt. If ind, give protocol # - this is not applicable as the medical device is not ind. Adverse event terms - this is not applicable to medical devices. Device manufacture date (dd-mmm-yyyy) information not available at the time of this report. If remedial action initiated , check type - this is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Customer reports pc shows overvoltage usb message. Additional information from the customer on the (B)(6) 2019: otoair1 was connected to freefit. Customer used it for some weeks, but suddenly, customer became aware freefit can't connect, so removed the cover and saw the melted dongle.